Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed. The nurse evaluated the alarm and was unable to determine the reason. It was later reported that the customer had complained of air leaking and that the customer had stated that there was a ruptured intra-aortic balloon (iab). There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and observed that the drain tubing to the safety disk was "slit-repaired." The stm evaluated the iabp log files and checked for a blood back, but none was found. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed. The nurse evaluated the alarm and was unable to determine the reason. It was later reported that the customer had complained of air leaking and that the customer had stated that there was a ruptured intra-aortic balloon (iab). There was no patient harm and no adverse event was reported.